Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. The patient was in the living room watching television. He stated his wife noticed that her follow application was displaying 60 mg/dl; however, it did not alarm. It was also reported that the patient¿s continuous glucose monitor was paired to his mobile phone and receiver and neither of the devices alarmed. She went to the living room to tell the patient to get some sugar and was mumbling. She went to grab the patient a bottle juice and when she came back, the patient was passed out. She indicated that his blood sugars dropped to 40 mg/dl. She called 911 and the patient could only recall emergency medical technician¿s standing over him. He could not recall or provide further information regarding the event. At the time of contact, the patient was feeling fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.